Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. This report is for the eleventh device. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event a customer reported that 14 eddy irrigation tips broke at multiple patients (exact number unknown), but the customer has no detailed information. All broken pieces were retrieved.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.